Event description:
It was reported that a device failure to seal occurred. On (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The patient was on aspirin and pradaxa. During a routine follow up examination, (B)(6) 2023, transesophageal echocardiogram (tee) revealed a peri device leak measuring 4.8mm to 5.2mm. No patient complications were reported.